Manufacturer narrative:
Quality investigation revealed a broken rotor and driveshaft. Corrosion damage to the motor cartridge was identified as the probable cause of the failure. The damaged parts were replaced, preventative maintenance done and the device was repaired and returned to the customer.

Event description:
The stryker sagittal saw was sent in for evaluation due to overheating. There was no patient involvement, no adverse event was reported.